Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during delivery from the distributor to the hospital, welded parts became dis-attached. The product was unused. Per additional information received, there was no medical intervention was required.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. Upon a visual evaluation of the sample, the defect was confirmed; the received sample detached easily. A root cause analysis indicated that the amount of solvent applied was not enough to prevent detachment as reported.